Event description:
End user was using the bath bench and leaned back, causing the seat to snap from the frame.

Manufacturer narrative:
The end user was using the bath bench and reported that he leaned on the back and the back apparently gave away. He fell and hit his head. No report of loss of consciousness. He did not seek medical attention until two days later. Based on his report of headache and nausea, his physician indicated he may have had a mild concussion. He was not hospitalized and no further medical intervention was indicated. Sample received and evaluated. It appears the end user may have leaned back with excessive force, causing the seat back to snap away from the frame.